Manufacturer narrative:
Concomitant medical produxcs: product ID 3889-28, lot# v142238, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted for urinary dysfunction; bowel dysfunction; fecal incontinence; and gastrointestinal/pelvic floor. It was reported implantable neurostimulator was removed and replaced because it ¿wasn¿t functioning.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.